Manufacturer narrative:
The device has been received for eval, however eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
The facility's biomedical tech reported the flo-gard infusion pump delivered double to dose of an unk drug to a pt. The hospital rep stated that there were no reports of injury or medical intervention. In 2008, the facility's quality coordinator reported the female pt was admitted three months prior, for non-st elevation mi. A 100 ml bag containing of an unk concentration of integralan was set-up as a primary infusion at an unk started time. The flow rate was 4 cc/hour. In the same month, the bag of integrelan was discovered empty at 0710. The quality coordinator stated that the infusion should have been complete at 1800 in on the same day. All drug administration was discontinued. At 0730, ptt levels were 275.8, baseline was unk. No drugs were administered as a result of the reported overinfusion. The pt is reported to be "alive and well," and has since been discharged. No additional info is available.